Event description:
A left subclaivan triple lumen catheter was inserted in the ICU. A chest x-ray a few days later indicated a wire extending from the tip of the left subclavian line into the ivc, inferior vena cava. This wire was retrieved and another line placed by interventional radiology without incidence or injury to the patient.